Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be related to the clinical complaint. The results of the mechanical test, in particular, were within specifications. The distal end of the lead was found to be kinked during the visual inspection. This damage was probably caused during the intervention. 14 cm distal of the is-1 connector pin, two abrasion traces offset by 180 degree were found at the outer silicone tube. However, the outer coil was not exposed. These damages are not the cause of the observed dislocation. The position and kind of the abrasion are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. The analysis of the x-ray images from 14 nov 2019 and from 06 jan 2020 confirms the dislocation. In addition, a fully extended helix can be seen in both images. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that this atrial lead dislodged approx. 3 months after implantation. It was explanted and replaced.